Manufacturer narrative:
Occupation is lay user/patient. Product labeling states "the presence of anti phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values." The meter and test strips were requested for investigation. The meter and test strips were returned. The returned test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose, two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.8 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 47%. Donor 2 hct: 49%. Testing results: donor #1: retention meter and master lot strips: 1.8 inr. Customer meter and customer strips (385605-22, vial (B)(4)): 1.8 inr. Donor #2: retention meter and master lot strips: 2.3 inr customer meter and customer strips (385605-22, vial (B)(4)): 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4). The customer initially tested at 9:38 a.m. With a result of 4.1 inr. The customer then re-tested twice using 2 different fingers at 9:50 a.m. With results of 2.4 inr. The customer reported the result of 2.4 inr to her healthcare provider; no changes were made to the customer's warfarin dose. On (B)(6) 2019 the customer tested at 9:45 a.m. With a result of 5.8 inr. The customer re-tested using a different finger at 9:47 a.m. With a result of 2.8 inr. The customer reported both the 5.8 inr and the 2.8 inr to her healthcare provider; no changes were made to the customer's warfarin dose. The customer tested again at 11:22 a.m. Using a different strip lot with a result of 2.9 inr. This result was believed to be more accurate than the 5.8 inr result. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is in stable condition.